Manufacturer narrative:
(B)(4):the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the scrub nurse attempted to load hs iii proximal seal system 4.3mm into the delivery tube. When the nurse pulled the heartstring from the loading device, it remained in the loading device instead of coming out with the delivery tube. No patient effects.

Manufacturer narrative:
On (B)(6) 2016 09:44 am (gmt-5:00) added by (B)(6) ((B)(4)): the device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use were observed. No blood was observed on or in the device. The delivery device was returned outside the loading device. The slide lock was disengaged and the plunger fully depressed. The tension spring assembly remained in the delivery tube, with the seal fully ejected. The following measurements were taken; the inner delivery tube diameter was measured as (B)(4) in. The outer diameter was measured at (B)(4) in. The length of the delivery tube was measured at (B)(4) in. The values recorded were within the tolerance specifications. Based on the returned condition of the device and the results of the investigation the complaint was not confirmed for "failure to load," however, it was confirmed for "failure to deploy." (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the scrub nurse attempted to load hs iii proximal seal system 4.3mm into the delivery tube. When the nurse pulled the heartstring from the loading device, it remained in the loading device instead of coming out with the delivery tube. No patient effects.